Event description:
It was reported that the patient had just received a left ventricular assist device (lvad). The subcutaneous implantable cardiac defibrillator (sicd) system was checked afterwards. There was noise in all three sensing vectors. Technical services advised some testing options and to evaluate the system placement. The system remains implanted with the therapy programmed off. There were no adverse patient effects.